Manufacturer narrative:
Concomitant product(s): ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an out of range defibrillation impedance alert. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the rv lead triggered an additional alert for out of range defibrillation impedance. No actions were taken and the rv lead remains in use. No patient complications have been reported as a result of this event.